Manufacturer narrative:
Sections with additional information as of 31-july-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation - customer had returned the incorrect test strips. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 23-jun-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 35 mg/dl am fasting; customer stated the result had been obtained on (B)(6) 2023 and she was not experiencing any symptoms at the time. The customer¿s expected am fasting blood glucose test result range is 102-104 mg/dl and expected 2-hour post meal expected blood glucose test result range is 150-170 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 07/14/2024 and test strips were opened one week prior to call. The meter memory was not reviewed for previous test result history.